Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with partial display, problem isolated to lcd board. The insulin pump had a broken case at reservoir tube lip.

Event description:
The mother reported that the screen is mainly blank except for two lines running across the screen. The mother stated that the customer dropped the insulin pump onto a cement floor. Nothing further was reported.